Event description:
As reported: "the product with reference number (B)(4) was broken during the surgery."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received im reamer shows a detached distal reamer head from the spiral shaft. The rest of the spiral shaft and cutting edge look good in the state. The pattern of the detached spiral shaft and reamer head indicates that the device has been applied with more torsional force in a clockwise direction. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and provided information, the root cause was attributed to a user-related issue. The breakage pattern of the device indicates the application of high torsional force in clockwise direction caused the device to break . If any further information is provided, the complaint report will be updated.

Event description:
As reported: "the product with reference number 0225-6110 was broken during the surgery."